Event description:
It was reported that during an oral surgical procedure, the doctor unintentionally pushed down too hard and created an unexpected full-force causing the bur to bend. The bur cut through the nail portion of the doctor's hand ring finger. It was also reported that there was no injury to the patient. It was further reported that the doctor had a skin graft procedure to the nail and finger area to improve appearance. It was reported to be a minor procedure, using a local anaesthetic, and that the doctor's finger has normal functionality.

Manufacturer narrative:
The bur subject to this MDR was not returned for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. Investigation results indicate that the bend in the bur was most likely caused by excessive force by the user.